Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not accurately keeping charge. Reportedly, the pump battery gauge dropped from 65% battery life to 15% battery life upon being plugged into a power source. Customer's blood glucose level was 157 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.